Event description:
A customer reported that nibp (non-invasive blood pressure) readings were inaccurate, delaying vasopressor therapy to the patient. The nibp reading was 138/60 while the arterial line pressure was 94/60. Manual blood pressure was 78/54. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.